Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to vertical cracked liquid crystal display controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display due to display anomaly.

Event description:
The customer reported via phone call that the insulin pump's display was flashing between white and black screens. The customer¿s blood glucose level was 120 mg/dl. The device will be returned for analysis.